Event description:
Customer reports doing 4 back to back tests within 5 mins on his compact system with the following results: 404 mg/dl, 234 mg/dl, 113 mg/dl, and 131 mg/dl. No action or inaction was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.